Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers screen was black when it was starting up. It was noted that the connectors and boards were corroded and affected by cleaning liquid. Furthermore, the programmer was scrapped at the service center due to the liquid damage. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.